Event description:
Reportedly, the needle of the auto-suture endostitch device broke in half during a laparoscopic proceudre and embedded in pt's cooper's ligament. However, the surgeon was unable to retrieve the small needle fragment from the pt cavity. Procedure: unk. Pt statues: no pt injury reported.